Manufacturer narrative:
Event date: (B)(6)2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm and pump error 35 alarm. The customer also reported that the insulin pump had a frozen display, vibrating anomaly and keypad anomaly. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a stained keypad overlay, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest software download was utilized and successful. The thus history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to verify pump error 35 alarm, frozen display, keypad anomaly, vibrate anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test and delivery accuracy test due to critical pump error (open book image) alarm. Powered the insulin pump on using the aa 1.5 volts battery and continue bootloader traces download using xtest rf, crest and thus. Bootloader traces using xtest rf, crest and thus was successful. Per r&d engineering, critical pump error (open book image) alarm and pump error 35 alarm, problem isolated on the electronic assembly. The insulin pump was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: unable to verify frozen display, keypad anomaly and vibrate anomaly due to critical pump error (open book image) alarm. Per r&d engineering, the insulin pump alarmed critical pump error (open book image) and pump error 35, problem isolated on the electronic assembly. Corrosion was found on the electronic assembly, force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had detected broken force sensor during regular delivery or seating alarm. Customer stated they were trying to put insulin pump in storage mode and screen frozen and insulin pump would not stop vibrating. Customer stated that they was trying to upload to (B)(6) but the insulin pump screen was frozen. Customer stated there was no response from any button. Insert battery alarm did not appeared on insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.